Event description:
It was reported that the customer was hospitalized and experienced low blood glucose levels (approx 40 mg/dl) while connected to the pump. Reportedly, the customer being hospitalized was not due to the pump or diabetes related. The customer was disconnected from the pump and put on an insulin drip.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.